Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the large hem-o-lok clip applier distal tip cap separated from carbon fiber shaft. There was no reported patient impact or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken main tube approximately at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.